Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values eight days after the sensor was inserted in the upper buttocks. The patient was sleeping and lost consciousness. Her family called emergency medical service. The blood glucose reading was 23 mg/dl. After arrival, the paramedics treated the patient with IV glucose. The patient's bg stabilized, the patient remained at home and did not go to the hospital. There was no cgm value reported during the entire event. At the time of the report the patient was still tired. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.